Event description:
A customer reported to baxter product surveillance of a clearlink set that has air in the line during an administration of antibiotics. Clinicians said they primed it, inverted the valves, tapped out the air, and it appeared to be fine. Then they put the set in the pump, shortly after, it started alarming "air in line alarm" since the set does have air in the line along the tubing that leads to the patient. The customer specifically stated the alleged deficiency is against the set and not the sigma spectrum pump. There was no patient injury involved. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.